Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, without clinically relevant supporting documentation and/or the product evaluation, the root cause of the reported event could not be definitively concluded. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or a traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed.

Event description:
It was reported that in 2016, the patient had a legion knee replacement but experienced continuous pain for the first year. On (B)(6) 2019, he had revision surgery due to the tibial component coming loosening.